Manufacturer narrative:
On (B)(6) 2019, after review of the codes mentor added neurological deficit, and excluded pain from the patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Concomitant products: right-mentor memorygel 550cc silicone breast implant,catalog number 3505504bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent abreast augmentation revision with mentor memorygel 475cc silicone breast implants which the patient reported pain on the left side after implantation. Left pain in armpit area above left implant and it goes into arm with physical exertion. Achy/numb sort of pain that kind of burns. Patient went to the ER, where they wanted to a CT scan, but she's opted out and will seek an MRI. They checked her heart, and confirmed that wasn't the source of pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.